Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Despite multiple attempts, no additional information was available. The available information suggest that this device remains in-service. This investigation will be updated should further information be provided.

Event description:
It was reported that this health care professional contacted boston scientific to request a latitude consult review. The technical services consultant commented that there were several stored episodes that showed that the patient received atp therapy for what appeared to be spontaneous ventricular tachycardia (v rate>a rate) that did not convert. It appeared that the rate of ventricular tachycardia dropped below the programmed rate cut-off of the therapy zone, so no shock therapies were delivered. The technical service consultant was informed that external defibrillation was required to convert the rhythm. The technical service consultant recommended consultation with ep/cardiology for programming device optimization. Additional information was received detailing that this device was explanted and replaced due to therapy upgrade. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Despite multiple attempts, no additional information was available. The available information suggest that this device remains in-service. This investigation will be updated should further information be provided.

Event description:
It was reported that this health care professional contacted boston scientific to request a latitude consult review. The technical services consultant commented that there were several stored episodes that showed that the patient received atp therapy for what appeared to be spontaneous ventricular tachycardia (v rate>a rate) that did not convert. It appeared that the rate of ventricular tachycardia dropped below the programmed rate cut-off of the therapy zone, so no shock therapies were delivered. The technical service consultant was informed that external defibrillation was required to convert the rhythm. The technical service consultant recommended consultation with ep/cardiology for programming device optimization.